Event description:
It was reported that during an open-heart procedure, the atrial lead dislodged and may have been damaged. The lead had no capture at maximum outputs and no sensing in the atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was extrinsically breached due to a cut. The analyst noted that the outer insulation is cut at 13 and 22.5cm, likely damaged during open heart surgery.